Event description:
The customer indicated that antibody screen testing was performed on a patient sample that had a known anti-k using the ortho provue analyzer. The customer indicated that the provue interpreted the test result as negative. Testing performed on the same sample using the manual gel method confirmed positive reactivity. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match results obtained with an alternate method or patient history.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived at the customer site and performed the reader camera alignment, optic setup also replaced a slightly bent visor. Repairs have returned the instrument to expected operation.